Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving morphine of an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported that the healthcare professional (hcp) could not aspirate through the catheter access port (cap). It was unknown what environmental/external/patient factors may have led or contributed to the issue. As diagnostics/troubleshooting, an x-ray and attempt to aspirate was done. No interventions/actions had been taken to resolve the issue yet. The issue was not resolved at the time of this report. The patient's status was "alive - no injury", no symptoms were reported and no further complications were expected or anticipated.